Event description:
The customer received a blood glucose reading of hi on the contour meter, re-tested on a different meter and the reading was 205mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call ended before further information could be obtained. Product was not replaced.